Event description:
Device was explanted.

Manufacturer narrative:
Additional data: b.5., d.7., g.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Patient reported right side deflation. Device remains implanted.